Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals, consistent with the reported and observed air leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent air leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a vein of marshall alcohol ablation procedure, an air leak occurred. The introducer was in the endocardial space. Access was obtained through the internal jugular (ij) and the introducer was being used to gain access to the coronary sinus (cs) ostium from above. While in the heart, the physician was "pulling back" air only (not blood) through the sheath. It was confirmed that the device was in the heart, not the lungs. The physician felt that the hemostasis valve was compromised, and the air was being pulled through the valve. Upon removing the introducer from the patient, the physician had trouble re-inserting the dilator into the sheath. The device was replaced and the procedure was completed with no adverse consequences to the patient.